Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 175 mg/dl (aviva) and 69 mg/dl (doctor's meter). The customer felt dizzy and the doctor treated the customer with a piece of chocolate. The customer felt better immediately. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.